Event description:
It was reported there was a "attach/reattach" error. There was unknown patient involvement, and unknown signs or symptoms.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly. The probable cause of the issue was a faulty disposable. The downstream occlusion (dso) sensor was calibrated, and the software was updated. No further action was taken.